Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the facility had an open product that needed to be returned. The package stated ¿open, not used.¿